Event description:
Philips cardiorespiratory monitor mp 70 (B)(4). Have had intermittent issues on several occasions with different monitors with event alarm deactivation, which deactivates the monitors from recording alarm events at the bedside. The philips rep has been notified on multiple occasions and insists that the staff is manually deactivating the monitors. The monitors are spontaneously deactivating the event alarm logs. Dates of use: (B)(6)2009 -- (B)(6)2010. Diagnosis or reason for use: monitoring of cardiorespiratory status of.